Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated surgery. During the surgery, the pacemaker went into backup vvi during electrocautery use. The device was reverted, and the patient was stable.